Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: vanguard ps closed box femoral mm right interlock, cat#: 183206, lot#: 333280. E1 vanguard tibial bearing, cat#: ep-183620, lot#: 529720. Vanguard knee distal femoral peg, cat#: 183099, lot#: 643930. Unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11345, 0001825034-2017-11347, 0001825034-2017-11348.

Event description:
It was reported that patient is experiencing pain, swelling, limited range of motion and clicking noise after right total knee arthroplasty.